Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 107 mg/dl and she thought she was fine as she was asymptomatic. However, a short time later she lost consciousness and her spouse called emergency medical services (ems). Upon arrival, ems performed a bg which was 34 mg/dl and treated the patient with IV glucose. The patient was transported to the hospital, admitted, and release (B)(6) 2022. The patient reported co-morbidities other than diabetes that contributed to the extended hospitalization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.